Event description:
The customer stated that she was hospitalized for low blood glucose levels. The reported blood glucose reading at the time of the call was 559 mg/dl. The customer stated that she had changed the infusion set the morning prior to the hospitalization. The customer stated that the reservoir appears to have less insulin than it should. Troubleshooting was performed and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.